Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down during patient infusion of dextrose solution (dose, programmed amount and delivery rate unknown). The pump was unknowingly off for two hours and not infusing the dextrose during this time. The issue was discovered because the patient became confused. It was reported by the nurse that the patient ended up with low blood sugar because they were not receiving the dextrose solution and that caused the confusion. No additional information was provided.